Manufacturer narrative:
As reported, sorbafix enhanced misfired and deployed multiple fasteners in single fire. Images provide showing the device do not assist in determining root cause. The subject product is said to be available however, at this time it has not be returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records was performed and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during intraperitoneal onlay mesh (ipom) plus surgery, a sorbafix was used to fixate a phasix st mesh. It was reported that two fasteners fired successfully, and on the third attempt there was a misfire. The next attempted resulted in 2 fasteners deploying in a single fire. The loose fasteners were removed immediately from the patient body. The surgeon sutured the mesh partially and non-absorbable tackers were used to fixate the mesh. There was no patient injury.

Event description:
As reported, during intraperitoneal onlay mesh (ipom) plus surgery, a sorbafix was used to fixate a phasix st mesh. It was reported that two fasteners fired successfully, and on the third attempt there was a misfire. The next attempted resulted in 2 fasteners deploying in a single fire. The loose fasteners were removed immediately from the patient body. The surgeon sutured the mesh partially and non-absorbable tackers were used to fixate the mesh. There was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced misfired and deployed multiple fasteners in single fire. Images provide showing the device do not assist in determining root cause. The subject product is said to be available however, at this time it has not be returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records was performed and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.